Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the blade tip damaged with gouges marks. However the blade was not cracked. When the device was connected to a gen11, the device was functional and worked as intended. However, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. Then the device was disassembled to inspect the internal components and no anomalies were found related to the reported event, but what was found was that the closure indicator was broken and not making contact with the moving trigger. If the device is activated across a clip, staple line, or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, ¿remove instrument from patient¿ was displayed consecutively during use. There was a scratch in the side of blade when the surgeon checked it. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.